Manufacturer narrative:
D10: 350-02-03e - talus -right- sz 3 - EU: b154311 350-32-04 - tibial plate mb sz 4 rt: (B)(6). H3 - complaint history from (B)(6) 2008-(B)(6) 2024 was reviewed for reports of ankle infections. The sales data for all ankle liners was used to calculate a complaint occurrence rate of (B)(6). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 78 yo male patient, who had their right-side ankle implanted, underwent a revision procedure. The patient was revised due to infection. The wound had broken down and the patient had developed a superficial infection. The surgeon removed the liner and left the metal in situ, washed the wound and replaced the liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were disposed of by the hospital. No device images were provided. No further information.